Manufacturer narrative:
(B)(4). Date sent: 12/15/2023. D4: batch #492c01. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage, with the firing know forward and with a reload loaded in the device. The reload had the proximal 3 drivers up and the remaining drivers down with staples present and a swing tab in the locked position and the knife not completely within the doghouse. The reload swing tab was reset in order to fire the cartridge, and the know was returned to home position. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 492c01, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. D4 batch # unk. B3: unknown. Captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: the issue occurred after the nurse set the device and handed to the surgeon. The issue occurred before the device was used on the patient. It is not sure if the firing knob was pressed before use. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide more details for "the knife moved forward?" 2. Did the reload begin to staple and cut, but then jammed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the knife moved forward when preparing for the operation. There is a possibility that the device was set in the wrong way. Another device was used to complete the case. There were no adverse consequences for the patient. No further information is available.